Manufacturer narrative:
Result: head-end inner and outer siderail panels were damaged with exposed sharp edges.

Event description:
It was reported by service report that the head-end inner and outer siderails panels were damaged with exposed sharp edges. There were no pt involvement or adverse consequences reported.